Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise and non sustained oversensing was observed on electrocardiograms (egms) on the right ventricular lead following a patient's appointment in clinic. These episodes were seen to have occurred over the past year. The patient's physician was notified for additional follow up. There were no patient consequences.